Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approximately 1 month ago. The proximal aortic neck was 31-30 mm in diameter over a length of 24 mm. Distal aorta was 21 x 24 mm in diameter. The right common iliac diameter ranged from 3-14-14 mm for a length of 63 mm. The left common iliac diameter ranged from 12-16-15-14 mm for a length of 63 mm. There was moderate tortuosity in the vessel and stenosis in the proximal right external iliac. It was reported three days post stent graft implant the patient present to the ER with left leg pain and diminished pulses. The following morning the patient was taken to the or and an angiogram was performed revealing a narrowing of the ipsilateral limb segment where there is no stent. An iliac limb was placed with good uniform opening of that segment. Good final result and pulses improved. Patient had recovered without incident and was discharged from the hospital the next day free from symptoms. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention - evaluation results: (arterial and venous occlusion), (moderate tortuosity in the vessel and stenosis in the proximal right external iliac).